Event description:
A nurse reported that during implantation of an intraocular lens it was noted that a haptic was broken. A larger incision and extended length of surgery were required. Add'l info has been requested.